Event description:
The initial reporter received questionable hba1c results from several patient samples tested on the cobas 8000 cobas c 502 module. The medical personnel questioned the initial results prompting the patient sample reruns. The reporter provided four examples of discrepant results: patient sample 1 the initial result from the module was 9.1% the repeat result from another module was 5.87%. Patient sample 2 the initial result from the module was 13.1% the repeat result from another module was 5.69%. Patient sample 3 the initial result from the module was 10.9% the repeat result from another module was 7.31%.. Patient sample 4 the initial result from the module was 15.5% the repeat result from another module was 5.60%.

Manufacturer narrative:
The reagent lot number and expiration date were requested but not provided. Reagent issues were excluded as no further cases were reported and correct reruns were performed with the same reagent. The customer calibrated the assay but received an error. The customer inspected the module and found a damaged rinse tubing had caused the event. They shortened the damaged tubing and reran the patient samples on the module. The results were comparable with the repeat results from the other module. The customer confirmed the assay and the module were performing again according to specifications. The investigation determined the event was due to component failure. The investigation determined the customer's actions (shortening the damaged rinse tubing) resolved the issue.